Event description:
It was reported that gmrs prox fem standard left((B)(4)) was implanted in right femur because right component was not prepared for the op. So, the surgeon controlled femoral antetorsion when the component was implanted, and the component was implanted. No more information will be provided.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that gmrs prox fem standard left (B)(4) was implanted in right femur because right component was not prepared for the op. So, the surgeon controlled femoral antetorsion when the component was implanted, and the component was implanted. No more information will be provided.

Manufacturer narrative:
An event regarding an incorrect selection involving a gmrs proximal femoral component was reported. It was reported that the incorrect component was implanted. The gmrs prox fem standard left((B)(4)) was implanted in right femur because right component was not prepared for the op. The gmrs proximal femoral surgical protocol, reference (B)(4) rev 2004, states that the proximal femoral component standard is available in left and right components. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.